Manufacturer narrative:
A1 - patient identifier: (B)(6). Device evaluated by MFR.: promus elite ous mr 24 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the severely calcified left anterior descending artery. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the time of manupulation, the stent strut was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the severely calcified left anterior descending artery. A 24 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during the time of manipulation, the stent strut was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.